Event description:
Medication infusing per baxter pump. Near end of infusion alarm sounded for low volume. Volume reset to infuse remainder of drug. Pump did not alarm when IV fluid completed and continued to pump air into the pt. No injury occurred. Pump returned to distributor.